Event description:
The customer contact reported that during preventive maintenance testing at the user facility, when the device was switched from ac power to battery power the device powers off by itself. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device powered off when ac power was disconnected, with a red led was on and the display read power loss momentarily, and a short beep. The probable cause may be due to a damaged battery contact that may have caused intermittent contact between the aa batteries and the battery contact j104 of the middle pwa (printed circuit board). Intermittent contact will cause a discontinuity which in turn may lead to a power loss. An investigation was opened to address the issue of gemstar device powering off unexpectedly which may result to inadequate response time. After the positive battery contact was replaced, the power test was performed and completed within specification. The device remained power on with ac and dc power. This report represents all the information known by the reporter upon query by hospira personnel.